Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was already on extracorporeal membrane oxygenation (ECMO) switched to biventricular assist device (bivad) support in the operating room (or). Approximately 10 minutes after switching to bivad, the generation 1 screen on the left ventricular assist device (lvad) started blinking on and off. After about 2-3 minutes the screen remained off. The charging light and pump remained on during the event. After switching to a second pump the battery maintenance required alarm appeared, which prompted the perfusionist to change pumps again before leaving the operating room. Related manufacturer report number: 2916596-2022-11268.

Manufacturer narrative:
The reported event of the screen blinking and turning off was not confirmed. The centrimag 1st generation primary console (serial #: (B)(6) was not returned for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 1st generation primary console (serial #: (B)(6) and the console was found to pass all manufacturing and qa specifications. Centrimag motor instructions for use instructs to always have a back-up centrimag motor available. Centrimag blood pump instructions for use states "always have a spare centrimag blood pump, back-up console and equipment available for change out." Centrimag primary console operating manual warns "one back-up console and motor are required in the immediate vicinity of each patient whenever the centrimag blood pump is used. The back-up console must be connected to the back-up motor, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the primary console or primary motor experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the event did not resolve. The centrimags were exchanged out for other centrimags. The patient was taken off support while this exchange happened briefly. No products would be returned.